Event description:
Blades of two trocars wouldnot retract upon removal resulting in injury to the surgeons. Both surgeons cut on the hand and had blood drawn. No stitches were required and the surgeons cleaned the wounds themselves.